Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and all setscrews moved freely and without issue. Inspection of each port noted lead seal ring marks indicating that the distal defibrillation coil, the proximal defibrillation coil, and the atrial lead was fully inserted. The marks in the ventricle port were not visible. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the observation of out of range pacing impedance measurements. Analysis found the device to have met all specifications during testing.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
---

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected several high, out of range pacing impedance measurements on this right ventricular (rv) lead. It was determined that the rv lead had experienced damage from clavicular crush and was capped and surgically abandoned. The device was also explanted electively. No adverse patient effects were reported. Over two years later, this device was returned. There were no additional allegations made against the functionality of the device.